Event description:
It was reported that during an exam, the x-ray generator came detached from the equipment and was suspended by the cables. It was reported that the fastening screws which connected the x-ray generator to the equipment were missing or had broken. The x-ray generator did not contact the pt and the pt was in no way injured as a result of this incident.

Manufacturer narrative:
Issue still under investigation at this time.